Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous right coronary artery lesion with 90% stenosis. A 3.0x28 mm Xience Skypoint drug eluting stent (DES) was implanted without issue. A 4.0x48 mm Xience Skypoint DES was also implanted. However, during the first inflation at 5.6 atm, the balloon ruptured due to calcification. A new Xience Skypoint DES was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the heavily calcified, mildly tortuous, 90% stenosed lesion during advancement and/or positioning, causing the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.C3: 1 per year was entered; however, the frequency is 1 dose per implant.